Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2011. During the procedure, the lights on the device were flashing and the unit was shutting down and would not cut the tissue.

Manufacturer narrative:
(B)(4): insufficient drive of disposable. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.